Event description:
A (B)(6) male patient contacted zoll lifecor customer support service to report that his charger stopped working. The patient also stated that he plugged the charger into multiple outlets without any success. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Follow-up: this report is a correction to the initial MDR 3002158293-2010-00414. Changes: "(B)(6) 2009" was changed to "(B)(6) 2010". Date of this report: "01/06/2010" was changed to "04/26/2010". Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the patient's battery packs. The cause of the non-functional charger was an intermittent connection from the power brick to the charger. The root cause of the intermittent connector cannot be positively determined. No adverse event resulted from the intermittent battery charger. The patient received a replacement battery charger.